Manufacturer narrative:
This information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an antegrade femoral nail (afn) in recon locking mode procedure on (B)(6) 2018, the guide wire became jammed in the drill sleeve while the surgeon was attempting to drive the guide wire through the sleeve and into the head of the femur. The surgeon used a normal technique and an open approach with good exposure to put tension on the aiming device. The guide wire could not be removed from the drill sleeve. The surgeon used a second drill sleeve that was on the set and moved it from the top hole to the bottom hole to insert the guide wire. There was a 3-minute surgical delay and unspecified adverse event to the patient. The procedure was successfully completed, and the surgeon was happy with the reduction and fixation of the fracture. In addition, the staff in the sterilizing department had managed to remove the jammed wire. The sleeve is now functioning fine; wire can pass through with no issue. This report is for a drill sleeve 9/2.8 l191 for afn. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm indicated.